Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect user interface module (uim) is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect uim for evaluation.

Event description:
The customer reported an intermittent blank display on this ventilator, only the leds were lit on the membrane panel, but the switches did not function as well. The customer reported that the ventilator continued to operate but that none of the controls were visible. The customer stated this event was not associated with a patient event.

Manufacturer narrative:
The hardware was received on (B)(6) 2017 and not included on the initial MDR submission report in error. This was identified on (B)(6) 2017. Results of service evaluation: the carefusion failure analysis (fa) laboratory received the suspect end of life user interface module (uim) for evaluation. The fa group performed power cycle startup routines and the uim performed normally. A physical/visual inspection of the internal uim components found a burnt backlight inverter cable and external cosmetic cracks on the uim bezel. The fa group was not able to duplicate the reported event by the customer. At this time, no component root cause could be determined.